Event description:
The technologist had finished acquiring their intrinsic floods and replaced the field of view (fov) mask; which is used on the detector(s) when acquiring their intrinsic floods on the cardiomd iii camera. After the acquisition for the intrinsic floods were completed, the technologist removed the fov mask from the system and placed it on the shelf inside the storage cabinet. The technologist removed another collimator from the collimator storage cabinet to be placed on the system. They were able to place the collimator onto the detector; then went to get the same collimator for the other detector. When the technologist was standing next to the collimator storage cabinet, the fov mask came off the shelf and made contact with their foot. The technologist had an x-ray taken of their foot and it did not reveal any broken bones as a result of the reported issue occurring at the site. The technologist's foot is swollen and has some pain from the fov mask coming in contact with their foot. According to the technologist, the fov mask has to be placed just right on the shelf in order for it to fit properly. The weight of the fov mask is 12.1 pounds.

Manufacturer narrative:
Evaluation still in process.